Event description:
Customer reported a leak occurred when using the coulter® lh 780 hematology analyzer. The leak was described as a fluid leak of approximately 10-20 ml from the instrument. An error condition of "flowcell clog errors" and low differential results were also observed at the time of the leak. The leak was not contained. The operator was wearing gloves and a labcoat at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a leak at the tubing from the differential mix chamber to the flow cell (ft-17). The fse replaced the tubing resolving the leak, as well as the flowcell clog errors and low differential results. Identification of failure modes: failure mode was identified as the detached tubing from the differential mix chamber to the flow cell (ft-17). No erroneous test results were reported out of the laboratory for this event. Upon recur of the failure mode identified is likely to generate flagged, un-flagged and non-numeric erroneous differential results due to insufficient sample delivery to the flowcell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).